Manufacturer narrative:
Correction: h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis (fa). The instrument was found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the cadiere forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument could not be used normally. The procedure was completed, and no injuries were reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurs with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The movements of the surgeon scaled appropriately to the instrument, but the instrument was not moving in the intended direction and had delayed movement. There was no injury to the patient.